Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged strain relief was confirmed. The probe¿s cable sleeve is pulling away from the strain relief (there are wires exposed).

Event description:
It was reported that damaged strain relief. No further information provided. 1 may 2026: during evaluation it was found that were wires exposed from the cable damage.